Event description:
Additional information received reported that the patient was scheduled for a lead revision today. It was noted that one of the leads had pulled down and needed to be replaced.

Event description:
It was reported that the patient had not use the device in years and stated the manufacturing representative did a physician mode reset. It was noted that the representative was able to get it going. It was noted that five electrodes were not working and there was the possibility that the whole device may need to be replaced.

Event description:
It was further reported that the lead and the implantable neurostimulator (ins) was replaced. It was noted that the lead had moved and was verified by x-ray that the lead migration occurred. It was reported that the cause of migration was unknown. It was reported that the patient was receiving effective therapy after the surgery.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger product ID 3778-45, serial# (B)(4), implanted: 2008-(B)(6), product type lead, product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension, product ID 3778-45, serial# (B)(4), implanted: 2008-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).